Manufacturer narrative:
E1: (B)(6) the date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during service, no image was displayed involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.